Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit a gradual increase in shock impedances. The field representative called technical services (ts) called technical services (ts) for further review of the daily threshold and impedance measurements trend report. Upon review, ts determined that the rv lead shock impedance measurements were greater than 125 ohms which is considered to be out of range. It was suspected the cause of the out of range shock impedances to possibly be due to calcification of the rv lead. Ts recommended troubleshooting options and commanded shocks for further lead testing. The field representative stated that the clinic team reprogrammed the rv lead settings and will continue to monitor. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit a gradual increase in shock impedances. The field representative called technical services (ts) called technical services (ts) for further review of the daily threshold and impedance measurements trend report. Upon review, ts determined that the rv lead shock impedance measurements were greater than 125 ohms which is considered to be out of range. It was suspected the cause of the out of range shock impedances to possibly be due to calcification of the rv lead. Ts recommended troubleshooting options and commanded shocks for further lead testing. The field representative stated that the clinic team reprogrammed the rv lead settings and will continue to monitor. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequent additional information was received that technical services (ts) was consulted for further review of the presenting electrogram (egm). Upon review, ts observed the rv lead exhibit high out of range shock impedances and noise signals on the presenting electrogram (egm). It was determined that the noisy signals were not oversensed. Ts discussed possible causes and recommended to continue with monitoring. At this time, the rv lead remains in service. No additional adverse effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.